Event description:
Reference number (B)(4) event occurred in israel it was reported that the patient was hospitalized on (B)(6)2024 due to diabetic ketoacidosis and bent cannula. Blood glucose level was 600 mg/dl at the time of the event. The duration of hospitalization was for 4 days. Patient was treated with insulin IV. The patient was found positive for ketones level. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.